Manufacturer narrative:
A new right ventricular lead was successfully implanted. The abandoned lead was not returned for analysis; therefore, the clinical observations could not be confirmed. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead exhibited impedances greater than 2,500 ohms and loss of capture at maxiumu outputs. A review of the daily measurements revealed that the ventricular lead impedances had been greater than 2,500 ohms since (B)(6), 2010. During the routine device replacement procedure; the right ventricular lead was surgically abandoned and replaced. During the procedure, there was no obvious signs of a lead fracture or connection issue. No additional adverse patient effects were reported.